Event description:
It was reported by the olympus representative, the insertion part on the evis lucera bronchofibervideoscope was torn. No patient harm reported. During the evaluation of the device, it was noted the coating on the insertion guide cover tube was peeled off due to deterioration. This report is to capture the reportable malfunction of the coating on the insertion guide cover tube was peeled off due to deterioration noted at estimation.

Manufacturer narrative:
The device was evaluated, and the reported issue was confirmed. The insertion part cover was crushed due to an external factor. An abnormal angle and malfunction of the bending section was observed. The forceps could not be inserted smoothly due to the collapse of the forceps channel due to an external factor. The brush could not be inserted smoothly due to the crushing of the forceps channel. There were scratches on the operation part, switch box, grip, angle lever, universal cord, up/down plate, and scope connector side of the universal cord due to external factors. The scope connector may have been scratched due to external factors. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the device was manufactured. Based on the results of the investigation, it is likely that the reported phenomenon occurred due to stress of repeated use, external factors, or handling. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.